Manufacturer narrative:
G3, g6, h2, h3, h6, h10 the reported glidescope core 10-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported freezing image issue or wire connectivity issue. When connecting multiple test devices to both a and b ports of the monitor, the video image remained constant throughout testing. The customer's monitor passed verathon's device functionality testing. Upon completion of the evaluation, the glidescope core 10-inch monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a time-sensitive procedure, using a glidescope core 10-inch monitor, a wire connectivity issue was causing the screen to freeze. No delay in the procedure, use of a backup device, or harm to the patient was reported.